Event description:
A pharmacist reported that during cataract surgery an ophthalmic cutting knives were found dull. The surgery was completed on the same day with no patient harm. This complaint is pertaining the sixteen of thirty-two reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. Five opened side port knives, in sheathing, in blisters were received for the report of dull knives. Samples were visually inspected per sampling plan and all 5 were found to be conforming. Functional penetration testing was performed and sample 1-3 were found to be conforming. Sample 4 and 5 were found to be nonconforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned opened samples 4 and 5 were found to be functionally nonconforming, therefore the dull blades were confirmed. The root cause for the dull cutting edge is related to the electropolishing step in the manufacturing process. The returned unopened sample 1-3 were found to be visually and functionally conforming, therefore dull blades as described in the complaint were not confirmed and a root cause cannot be determined for the complaint as described by the customer. Samples 1-3 met specification. A nonconformance investigation was completed to investigate the trend identified for dull cutting instruments and the root cause of the nonconforming penetration value of the cutting instruments. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).